Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump by technical support, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.